Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia despite recent target adjustments made by a trainer, with ilet alerts occurring and the user self-treating with oral glucose including orange juice and a candy piece. Symptoms included lightheadedness and numbness of the tongue. Outcomes included resolution without outside assistance and without medical intervention or hospitalization, with time below range reported as under three hours and nadir blood glucose in the low 40s mg/dl. Investigation included complaint intake, user counseling on contacting the managing trainer for further target review, and troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.